Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# va16fge, implanted: (B)(6) 2016, product type: lead. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that the lead was placed in the target position and a cable was attached to an external neurostimulator (ens). However, after test stimulation, the patient was not experiencing any symptom change or side effects. The hcp performed an impedance check and found that all contacts were experiencing a short circuit. Troubleshooting was performed by changing the cable and ens to no avail. The lead was then replaced which resolved the issue, with the surgeon considering the issue an out of box failure as there was a noticeable kink in the lead where the fhc depth stop screw was applied. The issue occurred as of date notified. The patient's indication for implant is essential tremor.